Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2015, the patient experienced dislocation. This adverse event was solved by a revision surgery on (B)(6) 2021, in which the lgn ps high flex xlpe sz 7-8 9mm was found snapped off, therefore it was explanted and replaced. Current health status of patient is unknown.

Manufacturer narrative:
(B)(4). Postal code (B)(6).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured along the post, rendering the device inoperative. The fractured post was returned. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that reportedly the root cause was dislocation. Without the requested documentation further assessment of the root cause could not be performed. Patient impact beyond the reported dislocation, post breakage and revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.